Manufacturer narrative:
The reported event of ¿needle broke while trying to open and close autopass forceps¿ is confirmed. The device will not be returned for evaluation however the provided photographic evidence exhibits the reported event. Possible causes for needle breakage is use of lateral or excessive force and/ or multiple usage of the needle. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 9 reports, regarding 14 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0003. Per the instructions for use, the user is advised the following: the user is advised to avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. If the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. Do not use beyond the expiration date listed on the label. The performance, safety, and/or sterility of the device cannot be assured beyond the expiration date. Do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/or breakage of the needle, which may cause possible patient injury. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the smi-02n, spectrum autopass needle, was being used during an arthroscopy procedure on an unknown date when it was reported, ¿suture pin needle broke while trying to open and close the autopass forceps¿. After further assessment and translation by the customer service representative, it was reported, ¿it was reported the device did not fragment into the surgical site. The item was discarded by the surgeon and will not be returned. ¿ the procedure was completed with another smi-02n, and there was no delay. There was no report of harm reported to the patient, prolonged hospitalization, or medical intervention. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The distributor reported on behalf of the customer that the smi-02n, spectrum autopass needle, was being used during an arthroscopy procedure on an unknown date when it was reported, ¿suture pin needle broke while trying to open and close the autopass forceps¿. After further assessment and translation by the customer service representative, it was reported, ¿it was reported the device did not fragment into the surgical site. The item was discarded by the surgeon and will not be returned. ¿ the procedure was completed with another smi-02n, and there was no delay. There was no report of harm reported to the patient, prolonged hospitalization, or medical intervention. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is not being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.